Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
A report was received that stated that the needle cannula was bent during an injection. There was no report of pt or clinician injury.